Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed an errhwbbt. No additional patient or event information is available. No product or data was returned for evaluation. The complaint confirmation of the error icon could not be determined. A root cause could not be determined.

Manufacturer narrative:
Sr-(B)(4). "Downloaded receiver log and observed hwbbt in the error log and error icon in the activity log. The complaint was confirmed through the data log."

Event description:
The receiver log was downloaded, upon review hwbbt errors were observed in the log but they were not related to the incident date. The reported event of error icon displayed was not confirmed.

Manufacturer narrative:
(B)(4)

Event description:
The receiver has been received for evaluation. An external visual inspection was performed and the receiver passed. Charged and will boot receiver and it passed. Downloaded receiver log and observed hwbbt in the error log and error icon in the activity log. Opened the receiver case for internal inspection and it passed. The complaint was confirmed through the data log. The root cause could not be determined.